Manufacturer narrative:
Despite due diligent attempts to receive further information regarding this event, no additional information was received from the customer. The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Event description:
Edwards received notification that a patient with a perimount valve implanted in the aortic position underwent a valve-in-valve procedure after an unknown implant duration due to degeneration. A 26mm non-edwards transcatheter valve was successfully implanted within the surgical device. The 26mm non-edwards valve was now degenerated and it was under discussion for another transcatheter valve within the 26 non-edwards and the perimount valves. The patient was hospitalized. As reported, the patient declined to receive a valve-in-valve procedure.

Manufacturer narrative:
H10. Additional manufacturer narrative: 3mensio report was received and reviewed. Customer complaint about valve degeneration after an unknown implant duration can not be confirmed through 3mensio report. The device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.